Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular lead exhibited noise oversensing causing pacing inhibition. The right ventricular lead was explanted and replaced. The patient was discharged post-procedure.